Manufacturer narrative:
The product has been returned back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the use of the abbott diabetes care (adc) device was reported. A glucose reading of 54mg/dl was obtained on the adc device when compared to a blood glucose test result of 300mg/dl obtained on a competitor¿s brand meter, which when the results are plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.